Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed using a watchman flx laa closure device with delivery system (wds) and a watchman fxd curve access system (was). Implant of the closure device was successfully completed. Following the withdrawal of the was across the interatrial septum, a mobile structure measuring 12.6mm in the right atrium was identified as either a thrombus or tissue. The patient remained under physician monitoring and the procedure concluded. No patient complications were reported. The thrombus/tissue will also be confirmed with a computed tomography (CT) scan during the 45-day follow-up.